Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. A visual inspection revealed numerous kinks to both the shaft and hypotube. The inflation lumen was separated at 17.6cm distal from the midshaft bond. From the separation, the inflation lumen was stretched proximally for a length of 17.6cm, and distally for a length of 17.3cm. The inflation lumen was buckled for a length of 3cm running distal from the rapid port exchange (rpe). A microscopic inspection revealed a 3mm tear to the rpe and within that torn section the inflation lumen was punctured. The guidewire lumen was buckled for a length of 3cm running distal from the rpe. There was blood and contrast in the inflation lumen and the loosely folded balloon. There was blood in the guidewire lumen. Media provided by the customer depicted a portion of the device which showed a stretched, kinked, and separated shaft, confirming the reported separation to the device.

Event description:
It was reported that shaft break. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified circumflex artery. A 2.00mm x 15mm nc emerge balloon catheter was used to dilate three times on a different spot of the lesions. However, after the third dilation, the balloon catheter snapped mid-shaft. The physician pulled and retrieved the remaining device via the extension catheter and balloon technique. The procedure was completed using different device. No patient complications were reported.

Event description:
It was reported that shaft break. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified circumflex artery. A 2.00mm x 15mm nc emerge balloon catheter was used to dilate three times on a different spot of the lesions. However, after the third dilation, the balloon catheter snapped mid-shaft. The physician pulled and retrieved the remaining device via the extension catheter and balloon technique. The procedure was completed using different device. No patient complications were reported.